Manufacturer narrative:
Company comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Seriousness criteria includes the need for multiple medical and surgical interventions to prevent permanent damage. The potential root cause is the treatment procedure. The sculptra was used off label and intentionally misused in regards to dilution. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was not a valid lot number for a galderma product. A follow-up will be performed. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 04-aug-2023 by a nurse practitioner which refers to a 45-year-old female patient. Additional information was received on 07-aug-2023 from same reporter. The patient had no known medical history or allergies. The patient had previously received treatments with botox and juvederm for cosmetic indication by another provider. On (B)(6) 2023, the patient received treatment with 2 ml of sculptra (lot 24771), 1 ml to each side of temple using 25-gauge needle with unknown injection technique) by the reporting hcp. The sculptra was diluted with 6 ml of sterile water [water for injection] and 1 ml of 2% lido [lidocaine hydrochloride]. The sculptra was injected to temples (off label use of device) and sculptra was diluted with 6 ml of sterile water (intentional device misuse). About 2-4 weeks after treatment, in 2023, the patient had experienced nodules (implant site nodule) at injection sites in the temples. Since then, in 2023, the reporting hcp had treated the patient by injecting with hylenex [vorhyaluronidase alfa], kenalog [triamcinolone acetonide] multiple times, sts treatments and prp. The hcp also tried injecting botox [botulinum toxin type a] and laying down some restylane-l [restylane lidocaine] but it made no difference. The subcision was performed on nodules multiple times with canal (as reported) but the nodules were still present. The hcp tried to correct with the filler at least five times and multiple syringes. Outcome at the time of the report: nodules was not recovered/not resolved/ongoing. Sculptra was injected to temples was recovered/resolved. Sculptra was diluted with 6 ml of sterile water was recovered/resolved.